Manufacturer narrative:
Open book or critical pump error after battery installation. Constant critical pump error alarm (open book) due to moisture damage on the electronic assembly. Unable to confirm missing segments or partial display due to critical pump error alarm.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that they had pump error alarm. The customer's blood glucose was 8.8 mmol/l. The customer stated that he was swimming in the lake and the insulin pump stopped working and insulin pump was flashing grey and beeping. The product was not returned for analysis.